Event description:
It was reported by the patient representative that the patient developed an infection due to their pacemaker. The patient was treated with antibiotics. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: mdt-lead, implant date: unknown, mdt- lead, implant date: unknown if information is provided in the future, a supplemental report will be issued.